Event description:
It was reported that prior to implant, the longevity estimator bar was grey with pre-implant indication, despite the device having been stored at room temperature. The device was not used. There was no apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).